Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed with a radio frequency error. The customer's blood glucose level was 8.7 mmol/l at the time of incident. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with constant rf pic failed self test alarm, problem isolated to the radio frequency board. Unable to perform operating currents, self-test, unexpected restarted error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to the rf pic failed self test alarm. Unit had severely scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.